Event description:
The customer reported elevated white blood cell (wbc) content in two whole blood units. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. Donor unit #1: (B)(6) donor unit #2: (B)(6) this report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4) investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: the disposable sets were returned for investigation. Aggregation was observed in both donation bags. Air and filtration tests were conducted on the sets. No leaks or filtration problems were found. The returned filters were diassembled and much blood was observed in the second to the sixth filter membranes of the first set and in all the membranes ofthe second set. The manufacturing records concerning the lot in question were checked. No abnormalities were found. The rwbc count was measured from the filtered blood of both sets. The results showed the measurement of rwbc in both sets were within specification. Root cause: the reported elevated wbc count could not be confirmed in the returned samples. Per the investigation, there was no wbc failure. The product performed within specifications.